Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed on a (B)(6) old pt in the (B)(6) intensive care unit. The catheter had been placed in the operating room in the right ij. The pt was a post-op from a spinal procedure and had a learning disability. He was managed with remifentanil overnight, but with only 10mcg/kg/hr of background morphine infusion. Despite 5mg bolus or preemptive morphine, the pt woke up "with a bang" a few minutes after the remifentanil was stopped. He was restless, rolling around the bed and shaky. During this process, the central line detached from the stitched in holding clip and was found to be only inserted 5cm. A further 7 mg of morphine was required. The central line was removed and discontinued. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was okay.